Event description:
Information was received that while device was in use, a "low battery" alarm sounded. The user reported they had changed the batteries, but same outcome. The infusion was reported to be life-sustaining. No patient injury resulted.